Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that all conductors had blood/body fluid (not obstructed), the outer insulation was melted, and the lead was damaged at implant.

Event description:
It was reported that the lead was not able to be positioned due to the patient's anatomy. A different lead was used. No patient complications have been reported as a result of this event.